Manufacturer narrative:
Device had been previously reported as concomitant part in MDR 1020279-2016-00192 on 02/26/2016. (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the locking screw broke at the plate interface. The shaft of the screws stayed in the patient. The screw head stayed in the plate. Plate and screw heads were removed. The fracture was not healed.